Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500mg/dl. Customer administered manual injections to treat bg level. Customer alleged pump was the suspected cause of bg level. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to consult with healthcare provider regarding diabetes management.